Manufacturer narrative:
H3: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the perforator, the plastic case or shell of the easydrill was detached. No patient impact was reported. The procedure craniotomy was performed and during intervention the doctor changed/replaced the defective item with a new one and it worked, there was 30 minutes delay and procedure was completed with backup product(s). On follow-up it was reported that there were no patient or staff impact.

Manufacturer narrative:
H3 product analysis: evaluation of the perforator determined that the product worked as expected and no malfunctions or non conformities were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.